Manufacturer narrative:
The device was explanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this patient received an inappropriate shock involving this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) was not able to provide additional review of this case as there was no data in the remote monitoring database regarding this device. The device was explanted. No addiotnal adverse patient effects were reported.

Manufacturer narrative:
Correction to section d6 explant date the returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient received an inappropriate shock involving this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) was not able to provide additional review of this case as there was no data in the remote monitoring database regarding this device. The device was explanted. No addiotnal adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient received an inappropriate shock involving this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) was not able to provide additional review of this case as there was no data in the remote monitoring database regarding this device. The device was explanted. No addiotnal adverse patient effects were reported.